Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the flex circuit was cracked and heavily corroded. It was determined that this was due to emersion and sterilization procedures not being followed properly. It was determined that this was could cause an e8 error. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning which is failure to follow the directions for use. This was further defined as misuse, abuse and/ or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 2 of 3 for the same event. It was reported that during pre-surgery it was observed that an e8 error code occurred when the console device, the foot control device, and the motor device were in use together. There were no delays to the planned surgical procedure as identical spare devices were available for use. There was no patient involvement reported. There were reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.